Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is having issue with power and the screen was flickering. It was determined that the lcd cable needed to be replaced but after replacement, the main display remains black. When unit is turned on, no alarms are noted but the fan comes on. And on the main board, only one led is lit, rather than 4. At this time there was no information of patient involvement associated from this event.